Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis a partial lead was received for analysis. Internal insulation abrasion was noted at 7.7-9.7cm, 8.0-8.1cm, 14.1-14.9cm, 16.2-16.3cm and 25.8-26.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.